Event description:
Patient was reportedly out all night, intoxicated. The next morning he woke up and his leg hurt. He was reported as progressing favorably before this incident. Patient was revised on the (B)(6) 2013 with a retrograde/antegrade femoral nail. Only screws were noted as being broken. The surgery was completed successfully. The patient outcome reported as good. This report is for unknown locking screws. Incomplete part number of 3 locking screw reported. 02.231.6xx this is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown locking screws. Incomplete part number of 3 locking screw reported. 02.231.6xx. Implant date: unknown implant date in (B)(6) 2012. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.